Event description:
Bd vacutainer push button collection set ref 367344 (21 gauge) (lot 1347988) did not have a needle on the butterfly. We looked through the rest of our supply and did not find any other issues.